Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The patient was not feeling well, and was having premature ventricular contractions (pvcs), and had a run of ventricular tachycardia (vt). They were unsure if this was related to the lead dislodgement. There had been no actions or interventions performed or planned due to there were other non-device related health concerns for the patient. Troubleshooting of the patient's rv lead was performed where it was noted that the lead had a micro-dislodgement. The device was reprogrammed and the plan was to reposition the lead or upgrade the patient to a different device after the health concerns were resolved. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a bend in the lead insulation at the terminal end, cuts in the insulation, deformed (flattened) conductor coils (likely from being grabbed during explant), and the helix was retracted with bodily fluid in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that a surgical revision was performed. The lead was explanted and replaced to upgrade the patient to a new device system. No additional adverse patient effects were reported.